Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a broken bezel at bottom. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device had a broken bezel at bottom. There was no patient involvement.

Event description:
It was reported that the device had a broken bezel at bottom. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged bezel and case. Replaced 3rd party door latch. Replaced corroded right/left iui. A review of the device history record for (B)(6) was performed from date of manufacture 06/04/2007 to present date 10/15/2020, and confirmed that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.